Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510k number is k101880.

Event description:
It was reported that the plastic seal on the implant (tsvmwb10) was broken. They stated that it was not contaminated, just not sterile due to seal. They opened another implant and placed it in the same procedure.

Manufacturer narrative:
A tapered screw-vent implant (tsvmwb10) was returned. An outer box was returned with a patient chart label an outer vial, and an inner vial with a cover screw and an implant secured to the fixture mount. Visual inspection of the as received product identified that the tamper evident ring on the outer cap was broken. The implant had no evidence of any damage. The outer box and the inner vial did not identify any damage or malfunction and the labels appeared to be in proper condition. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: information identified: zimmer dental: instructions for use for tapered screw-vent, advent and trabecular metal implants ((B)(4) ¿ 01/16) product packaging: all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformance's which could cause or contribute to the subject event were documented as part of the DHR. Lot was inspected and accepted by qa. The complaint could not be verified, as all operations and inspections were executed as per applicable procedure and the exact details of the device condition when received by the customer are unknown. A singular root cause could not be determined.